Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, the physician overdosed the patient with a 100cc of dilaudid. The patient wanted to have their pump replaced. She did not want to go back to her old hcp because of what happened. The patient was having trouble finding a doctor to fill it.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the physician filled the pump pocket with 10ml of dilaudid. The event occurred during a pump refill. The patient had symptoms following a 20ml refill. The physician saw a bulge in the pocket and immediately aspirated 10ml from the pocket. The physician injected saline and drug and pulled back the same amount of saline/drug to confirm needle placement in the pump as instructed. The issue was not resolved at the time of this report. The patient was admitted to the hospital immediately and was currently in the hospital. The physician had orders to explant the pump. The patient status at the time of this report was 'alive - no injury.' No surgical intervention had occurred or was scheduled, but it was planned. Specific symptoms the patient experienced, additional interventions taken, as well as outcome of the event were not reported but follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.